Event description:
It was reported that on b)(6) 2025 while inserting short thread 2.5mm cannulated compression headless screw, the screw broke off in the intramedullary canal of a metacarpal at the point where the threading begins. There was 30 minutes of delay. Screw shaft was removed from the head down to the point where the threads would have started leaving the threaded portion retained within the bone. Surgeon redirected and placed a stainless steel plate internally for definitive fixation.

Manufacturer narrative:
The complaint was evaluated and investigated aided by the images and information provided. The device was not returned for evaluation; therefore, a device evaluation could not be performed. Images were provided that confirmed the complaint event, but further details were not made available regarding the placement or handling of the device prior to the break. A DHR review was conducted that confirmed no nonconformities were present in the lot related to the nature of this complaint and the lot met specifications at the time of release. No trends or capas associated with the nature of this complaint were identified through a historical data analysis. The root cause cannot be determined with the currently available information.